Manufacturer narrative:
Other, other text: investigation completed on a smiths pump kit, cadd-solis vip, mdl 2120 complaint of under infusing was not verified during testing. The physical condition of device revealed physical damage-battery door hinge and compartment broken off. This is believed to be customer care induced. Action was taken to replace battery case and perform pm testing ,which all passed. No fault as under infusion was not verified.

Event description:
Investigation results completed and summarized in h 10 . New information on no patient involvement. H 6.

Event description:
Information was received indicating that cadd solis vip pump was under pumping and had a broken battery case. There were no adverse events reported.